Manufacturer narrative:
The tip-up fenestrated grasper instrument was transferred to the failure analysis engineering team. Confirmed the initial findings. The main tube was observed to be broken, and as noted in the initial failure analysis notes, all components at the distal end were missing. It's likely that the proximal clevis got dislodged when the main tube broke which likely led to the customer complaint. The distal end of the instrument was likely removed by the customer to remove it from the cannula.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken main tube from the distal tip. A piece measuring proximately 0.181" x 0.4.05¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The entire tip-up fenestrated grasper grip assembly was not returned, the instrument grip cables were broken and were not returned, the hypotubes were broken and were not returned with the instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper tip was founds to be damaged and bent causing issues with removing it from the cannula. The customer removed the cannula along with the instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing was broken prior to using the instrument, the port incision was not increased to remove the instrument.